Event description:
It was reported that 1st couple of clips out of the jaw was worried of tearing duct.

Manufacturer narrative:
When the investigation is completed and I received the engineer's report, I will file a supplemental report.